Manufacturer narrative:
(B)(4). The device was not returned for analysis. The lot history record could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the lot number was not reported. The investigation was unable to determine a conclusive cause for the reported stent migration and fracture. The prolapse and additional treatment to remove the separated portion of the stent were due to operational context. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
Subsequent to the initial 30-day medwatch report, the following information was received: no difficulty was noted during deployment of the absolute pro stent. A 10mm dilatation catheter was advanced and it was noted that the stent had fractured into two pieces. Plaque shift was noted and a 12mm dilatation catheter was advanced. It was noted that the distal segment of the stent, from the mid to distal tip, embolized into the vessel. A snare device was advanced and captured the stent segment. No additional information was provided.

Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that on (B)(6) 2017, the patient underwent a stenting procedure, with implantation of a 10.0 x 60 mm absolute pro stent. Post dilatation was performed and a stent fracture was noted. Additional residual lesion was noted. A 12 mm dilatation catheter was advanced and stent dislodgment was observed, from the mid to the distal tip of the stent. No additional information was provided.